Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an end-of-life generator and underwent a replacement surgery on (B)(6) 2023. There were no complications and effective therapy was restored. No product returns.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices.

Manufacturer narrative:
Correction: b5, d10, and h5 correction: b1 - product problem was inadvertently selected on the initial report. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.